Manufacturer narrative:
The investigation for the automated impella controller battery charging issue has been completed. The console logs from the event were consistent with what was reported in the complaint. Multiple instances of battery failure (transport connection blown/missing) alarms were observed in the logs. The console was returned for testing. The reported battery failure alarm issue was able to be reproduced. The results of running the batttest utility revealed that cell 1 in battery 2 had a voltage that was significantly less than the voltages of the rest of the cell stacks in the battery. Isolative testing was performed by swapping battery 2 with a known good one which resolved the alarm. The root cause of the battery failure was determined to be a cell imbalance in battery 2.

Event description:
The user facility reported that the automated impella controller (aic) had a battery failure. The aic would not hold a charge or charge. Troubleshooting by turning the aic off and on from the base unit was sttempted but the console continued to lose the battery and failure alarm remained. The aic was exchanged and no patient harm was reported.